Manufacturer narrative:
(B)(4)

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.